Manufacturer narrative:
A review of available engineering logs, cgm data, and device records was conducted for the relevant time period. The review identified periods of extended device disconnection, interruption of insulin delivery, and potential infusion site management issues preceding the hyperglycemic event. Device logs did not identify a confirmed hardware or software malfunction. Following discharge, the user restarted insulin therapy and experienced hypoglycemia consistent with overlapping insulin exposure. Based on the available information, it was concluded that the hyperglycemic event was associated with prolonged interruption of insulin delivery, and the subsequent hypoglycemic event was associated with insulin stacking after hospital discharge. No confirmed device malfunction was identified. If additional information becomes available or the device is returned for evaluation, a supplemental MDR will be submitted.

Event description:
On 17-dec-2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a blood glucose of 790 mg/dl. Prior to hospitalization, the user experienced elevated blood glucose levels while using the device. The user was transported to the hospital, admitted, treated with intravenous fluids and insulin therapy, discharged on (B)(6) 2025, and subsequently experienced hypoglycemia requiring ems treatment and emergency department evaluation.